Event description:
The new easypoint needles for im and sq are very similar looking. The 1" needle and 5/8" needle have virtually the same packaging and as a result are frequently mis-stocked on our floor. Though nurses generally look at the label/needle, we are accustomed to the colors on the packaging. There was no indication that we would have multiple length of needles in the in-service. This confusion could cause incorrectly delivered injections. Also, the safety mechanism is very difficult to use one-handed.